Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that the image was not displayed due to incorrect settings. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the concomitant third-party advan monitor did not receive the image from processor, evis exera ii video system center. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The serial number of the subject device has not been provided at this time. The device was not returned to olympus for evaluation. The customer resolved the issue after adjusting the third-party monitor settings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.